Event description:
It was reported that a red call doctor (rcd) icon presented on the latitude communicator. It was later revealed that the cause was high, out-of-range shock impedance measurements of 126 ohms occurring on the right ventricular (rv) lead. The cardiac resynchronization therapy defibrillator (crt-d) system remains in service. No adverse patient effects were reported.